Event description:
Rptr states that both patella and tibial insert were worn and needed replacement. A 9mm revision insert was used on the tibia and a j&j inset patella was used to replace the patellar prosthesis. All other components were solid.